Event description:
A user facility patient care technician (pct) reported a ruptured dialyzer membrane (blood leak). Upon follow-up, the pct stated an internal dialyzer blood leak occurred within a few seconds after initiation of hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with a blood leak alert. The blood leak was visually observed in the dialyzer fibers. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss (ebl) was less than 50 ml. Immediately following the event, the patient was re-setup with new supplies on the same machine and completed treatment without further issue. The machine was pulled from service and bleached and has been returned to service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility patient care technician (pct) reported a ruptured dialyzer membrane (blood leak). Upon follow-up, the pct stated an internal dialyzer blood leak occurred within a few seconds after initiation of hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with a blood leak alert. The blood leak was visually observed in the dialyzer fibers. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss (ebl) was less than 50 ml. Immediately following the event, the patient was re-setup with new supplies on the same machine and completed treatment without further issue. The machine was pulled from service and bleached and has been returned to service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During gross visual examination, a kinked and looped fiber was observed at approximately 80°, with the dialysate ports at 0°, on the cavity ID end. After disassembly of the dialyzer, it was noted that one end of kinked and looped fiber was not potted. There was no other damage or irregularities noted on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.